Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, a "leaking foley catheter". It was reported that due to this, a new catheter was inserted. No injury was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking foley catheter.